Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure (ess205). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, chronic cervicitis, uterine leiomyoma, menometrorrhagia and adenomyosis. Previously administered products included for an unreported indication: nsaids. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy with conservation of ovaries). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and dysmenorrhoea to be related to essure (ess205). The reporter commented: product removal date updated from (B)(6) 2007 to (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records:dysmenorrhea,abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: mr received. Reporter information, patient medical history, rcc added. Event: medical device removal updated to event: dysmenorrhea. Event added : abnormal uterine bleeding. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure (ess205). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.